Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
The customer contacted baxter's technical service center and reported a supply bag fell and disconnected while performing peritoneal dialysis therapy on the homechoice (hc). Product surveillance contacted the home patient (hp) on (B)(6) 2010 regarding this report. The hp stated he does not recall many details of the event, but thinks the supply bag may have been too close to the edge of the table. The entire set-up was discarded and therapy was restarted with new supplies. No patient injury or medical intervention was reported. No additional information was made available.